Event description:
A complainant reported a patient with difficult anatomy experienced multiple events: ventricular tachycardia requiring resuscitation, and purge disc error alarm resolved by replacing the automated impella controller. The medical safety officer reviewed and determined the automated impella controller (aic) issue was initially managed with tissue plasminogen activator administration to the purge and is a serious injury. The aic was eventually exchanged due to an unresolved purge disc error alarm. The patient remained stable throughout the console change interruption. The demise outcome is associated with the pump as there is not enough evidence to exclude the impella 5.5 as an associated factor in the patient's outcome.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represents the aic. Another report was submitted for the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. There were no issues related to the complaint discovered when reviewing the product history of the console. Console was tested after arriving in field service. The reported purge disc detection issue was able to be reproduced during testing. Inspection of the console revealed that the purge disc flag was broken (missing at blue retainer). The root cause of the purge disc detection issues was a broken purge disc flag (missing at blue retainer). The root cause of the reported random decreased purge flows could not be conclusively determined but was likely caused by a temporary buildup in the purge line that resolved after tpa was added to the purge.